Event description:
It was reported that a mismatched implant construct was implanted during a left reverse total shoulder procedure. During intra-operative implant selection, a coverage representative presented an implant of incorrect size. Specifically, a 36 +3 poly bearing did not match the 40 glenosphere. The surgeon received the implant, implanted the mismatched components, and closed the wound. No complications, injuries, or surgical interventions have been reported to date. No revision is planned. Surgeon spoke with patient and patient opted to stay with the current construct. It was reported that no further information is available.

Manufacturer narrative:
(B)(4).the customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.d10: associated product information, part (lot):110032410(67934497).115396(67640125).180553(67798163).180550(67756148).180553(67662952).180550(67743127).110030776(67585574).sahs1111(67154285).110047326(67488809).405800(67826786).405889(67868418).sbhs1100(67330597).110040202(67652711).110031869(67811142).110040300(67708402).if any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.